Manufacturer narrative:
No product was returned. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) met resistance and would not advance into the vessel via the transfemoral approach. The dcs was removed from the patient and the 14 fr sheath was replaced with a 12 fr sheath. It was determined the left femoral artery was dissected requiring surgical repair and stent placement. The patient is recovering well. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.